Manufacturer narrative:
(B)(4). Batch # u5cw1v. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that during a lap appendectomy, the physician deployed the instrument through the trocar, successfully fired and opened it. He closed again in order to pull out of the patient through the trocar and handed off to the sterile field. The scrub tech could not get device reopened. They had to open another device to complete case. No patient complications.